Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h6, and h11. Review of the most recent repair record identified no repairs related to the reported event. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that during kit inspection, the unit would not proper mesh. There was no patient involvement. Due diligence is complete, no further information is available.there was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.